Event description:
It was reported to philips, that the device ECG is not functioning. The manufacturer's authorized field service engineer (fse), evaluated the device. And confirmed the reported problem. Upon conclusion of the evaluation. It was determined, that this was a malfunction of the 3lead ECG trunk, which was replaced. And the device was returned to full functionality. The device remains at the customer site. And no further evaluation is warranted at this time.

Event description:
It was reported to philips that the ECG is not functioning. There was no patient involvement.